Event description:
Revision of the equinox shoulder components due to loosening. This event was reported through clinical data collection. Primary surgery was on (B)(6) 2013.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification info was not provided, precluding a review of the device history record